Manufacturer narrative:
(B)(4). Method: the complaint pt101 airvo2 humidifier was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer. Results: customer reported that the audible alarm was not functioning properly. Conclusion: as part of our ongoing product improvement initiatives, a new speaker unit has been sourced from a different supplier. The airvo 2 user manual states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support." The user manual warns the user: prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that the speaker of a pt101 airvo 2 humidifier was not functioning properly. There was no patient involvement.